Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an outer insulation cut 25.5 cm from the terminal pin. This is consistent with the damage induced by the physician during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing thresholds, high pacing impedances, and the rv pacing output capturing the atrium.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and high out of range pacing impedance measurements, measuring greater than 2000 ohms. When in the unipolar configuration the rv pacing captured the atrium. This rv lead was explanted and replaced. During the revision procedure, the physician intentionally made a proximal incision in this rv lead due to access purposes for the new lead. The physician suspected an insulation breach. No additional adverse patient effects were reported.